Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer of the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The computer for the imaging system was returned to the manufacturer for evaluation. It was reported that the c drive was formatted and that the imaging system could not power on. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not progress past an initialization prompt. Restarting the imaging system did not restore functionality. It was reported that the computer of the imaging system was missing the boot manager. There was no patient present when this issue was identified. No additional information was provided.